Manufacturer narrative:
Reporter is jnj representative. Investigation summary: investigation flow: damage. Visual inspection: driving cap/threaded (03.010.523, 31p5810) was received at us cq. Upon visual inspection at cq, it is observed that the device has broken at the most proximal thread from the distal threaded tip. The broken off distal threaded tip was not returned at cq. The fracture surface appears homogeneous with no voids or dark spots. The rest of the device shows surface wear consistent with use which would not impact the complaint condition. Thus, the complaint is confirmed. Device failure/ defect found? Yes. Dimensional inspection (calipers: ca122p): dimensional inspection of the received device was performed at cq. The diameter of the groove near the threaded tip was intended to be measuring form 5.9mm to 6.1mm and it was measured to be 6.04mm. The diameter of the shaft near the threaded tip was intended to be measuring form 7.7mm to 7.9mm and it was measured to be 7.76mm. All the dimensions are within specification as per the drawing. Documentation/ specification review: no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: visual inspection, dimensional inspection, and document specification review of the received device were performed at cq. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings (B)(6) has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within (B)(6). Sustaining engineering ticket as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.523-us, lot: 31p5810, manufacturing site: (B)(4), release to warehouse date: may 06, 2020. A manufacturing record evaluation was performed for the finished device #03.010.523-us, lot number# 31p5810, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the threaded portion of the driving cap broke during insertion of gt entry femoral recon nail (frn). Action taken when the event occurred remaining portion of the driving cap was seated into the recess of insertion handle to drive bail remaining distance. Fragments were generated and were removed easily without additional intervention. It is unknown if there was a surgical delay reported. The procedure was successfully completed. There was no patient consequence. Concomitant devices reported: unknown insertion handle (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for (1) driving cap/threaded. This is report 1 of 1 for (B)(4).